Event description:
After atherectomy and angioplasty of the right sfa, a stent was introduced into the 7fr sheath and advanced to the right sfa. With contrast injection, a hole developed in the diaphragm of the sheath. The surgeon finished placing the stent and post dilated the stent. Once complete, the 7fr sheath was exchanged for a new 7fr sheath and hemostasis was obtained. Due to blood loss, had to start dopamine and IV fluids and some prn neo-synephrine. Patient also had to have 3 units of blood to get hgb to 11. Monitored in ICU.what was the original intended procedure?used to introduce balloon, pre-dilation for implant stent placement.